Event description:
Clinical narrative: a 59-year-old male with acute myocardial infarction and cardiogenic shock, with a pre-support clinical state consistent with scai shock stage d, was supported with an impella cp device inserted percutaneously via the left femoral artery on (B)(6) 2026 at approximately 2:00 am. During support, following unit repositioning and while receiving high-dose catecholamines, the patient developed unilateral limb ischemia manifested by pallor and color change. Based on the available information, the event involved reversible limb ischemia occurring during impella cp support, temporally associated with device positioning and compounded by high-dose catecholamine use. The device was removed due to the event, and the ischemia resolved following explant. These findings are consistent with the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock and the known risk of ischemic complications in patients on vasoactive support.

Manufacturer narrative:
A4. Weight of the patient is unknown. A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted to correct (b1, b2) captured under the initial report. Upon further review, the report type selected in that submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.